Manufacturer narrative:
B.2. Updated.

Manufacturer narrative:
Imaging evaluation the imaging evaluation stated the following: images provided are post-implant cta dated (B)(6) /2019. Non-contrast, arterial and delay phases are provided for evaluation. There appears to be contrast outside of the device on the delay phase and a patent lumbar artery is present. Length from the right lowest renal to the proximal end of the device appears to measure ~ 9.5 mm on centerline reconstruction. There appears to be a lack of wall apposition in the proximal end of the device. There appears to be an endoleak of indeterminate origin.

Manufacturer narrative:
H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and surgical conversion. H.6. Results code 2: 213: the explant analysis stated the following: the devices were returned to w. L. Gore & associates for investigation. Submitted unfixed weremultiple fragments from four gore® excluder® aaa endoprostheses; one trunk ¿ ipsilateral leg endoprosthesis (trunk), one contralateral leg endoprosthesis (cl) and two iliac extender endoprostheses (ie & ief). Device fragments had been transected prior to arrival at w. L. Gore & associates and some fragments were in an overlapping configuration. The abluminal and luminal surfaces of all device fragments had multifocal to diffuse covering by scant, friable, tan/brown tissue. The lumens of all device fragments were widely patent. Histopathological examination of the tissue could not be performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The device fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all device fragments were examined for material disruptions with the aid of a stereomicroscope. Constraint sleeve wear was observed at the distal end of ief-2. All other findings were consistent with manual manipulation via surgical instrumentation (e.g., forceps, clamps, scissors, scalpel blade), which were likely used during the explant procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
The following information was reported to gore: on an unknown date in 2012 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date an endoleak was detected and treated by means of an onyx embolic agent. However the leak persisted. On (B)(6) 2019 the devices were explanted.